Event description:
Arthrowand was being used in patient's right knee during arthroscopy, when the tip was noted to be melted. The instrument was removed from the patient and surgical field and replaced with a new instrument. The company was contacted and issued further inquiry.